Event description:
The customer reported to olympus, camera head has some noise and image issue due to suspected disconnection. The issue was found during a procedure. There is no additional information available regarding the procedure performed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found head section imaging flooded image failure, cable flooded image failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: b5, d10 - concomitant device . H10 - evaluation findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: water immersion inside the main body and wear of the main body. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was noisy due to temporary water immersion of the cable and inside the imaging because an image failure occurred due to the water immersion. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a therapeutic procedure and the intended procedure was completed.